Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Information received from rep that patients issue of infection is better after her 30 days oral antibiotics.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced pain at ipg site due to infection. Patient was on oral antibiotics .to address this issue patient underwent surgical intervention where the ipg was explanted.